Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user replaced a dexcom g7 sensor, experienced a pairing failure, and required guidance to pair the new sensor with the ilet and the dexcom app; after pairing, the sensor entered warm-up and subsequently began displaying glucose values. Symptoms included hyperglycemia with a highest blood glucose of 220 mg/dl and values above range for about 45 minutes, without ketone testing, backup therapy, professional medical intervention, or other assistance. Outcomes included temporary hyperglycemia without injury or hospitalization. Investigation included user education and troubleshooting on proper pairing workflow and confirmation that the ilet and dexcom app connect to the g7 separately. Investigation of this case revealed no device malfunction of the ilet or its components and indicated user setup was required to complete independent connections to the sensor and app. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during sensor replacement and pairing.